Event description:
The customer reported that her blood glucose was 36 mg/dl, while she was requesting assistance with uploading insulin pump information. The customer treated with food. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.